Manufacturer narrative:
Root cause: the product was not returned. The reported event occurred due to use error. (The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's battery was low but was not addressed by the customer by charging the device. Subsequently, the pump shut down due to insufficient battery power. The customer's blood glucose (bg) level was reported to be over 500 (mg/dl). The customer delivered a correction bolus via the pump. Recommendation was made to charge pump more frequently.